Manufacturer narrative:
(B)(4). E1 ; full zip code did not fit (B)(6). G2 : foreign ; chile. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the suture passer needle fractured while placing the first suture. A fragment broke inside the patient and was able to be removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event was confirmed by review of pictures. Visual examination of the provided photo identified that the needle is fractured at the tip. Fractured off piece is also noted in the photo. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.